Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the sample packaging was open, and the sponge was separated completely out of the minicap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was out of the minicap. This was found before therapy use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.